Event description:
A report was received from a dentist of an advese event that occurred associated with accuject dental needle 30 gauge short. Prior to the extraction of a second molar (tooth #15), an accuject needle, lot unknown, broke off and the cannula became embedded in the soft tissue of the pt. The dentist noted the problem occurred when they were performing an upper left buccal infiltration (posterior superior alveolar nerve block). The procedure was stopped and the pt was transferred to an oral surgeon. The dentist noted the breakage occurred during the second or third injection with the needle. At the time of the report, the needle cannula was still embedded in the tissue and arrangements were made to have it removed. The dentist also stated that it was possible the needle may have been bent prior to use. The reviewing co dentist determined the event was medically significant.